Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel. Additional findings of inner tubing kinked/buckled and blood in/on helix mechanism. Full lead returned and analyzed. Stylet: the stylet was bent and damaged at implant.

Event description:
It was reported that at implant the lead appeared to have a "pinch point" and once the lead was explanted the helix would not re-extend. It was also reported that the stylet was bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.